Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was at home and had red heart alarms. The patient was able to trigger the alarm by manipulating (wiggling) the black power cable of the system controller. It was noted that there were no visual alarms seen but just audible. No further information is available at this time.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.